Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the recent complaint 3402324 against bbl¿ chromagar¿ candida medium, catalog number 254106, lot number 1166728. Event description: it was reported that there would be only limited or no growth. Complaint history review: the complaints trends were reviewed for a period covering 12 months. There were no similar confirmed complaints received during that period on this product. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: a sample documenting the reported issue was not provided. The retain samples were reviewed and no deviation could be detected. A performance test was performed for retain samples of batch 1166728. The following strains were tested and led to excellent growth: c. Albicans atcc 60193. C. Albicans atcc 10231. For 48 hours at 35°c - 37°c in an aerob atmosphere without light. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc performance test. Investigation conclusion: based on the evaluation of the report and based on the qc test results, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. A definite root cause could not be determined. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.

Event description:
It was reported that while using plate bbl chromagar candida 90mm there was insufficient growth. No erroneous results were reported. The following information was provided by the initial reporter: when they try to subcultivate from broth or blood culture there is only limited to no growth. Even when large amount of culture was transferred onto the agar there was limited to no growth. No erroneous results were reported.

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ candida medium catalog number 254093 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using plate bbl chromagar candida 90mm there was insufficient growth. No erroneous results were reported. The following information was provided by the initial reporter: when they try to subcultivate from broth or blood culture there is only limited to no growth. Even when large amount of culture was transferred onto the agar there was limited to no growth. No erroneous results were reported.